Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the radial artery. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst upon initial inflation at 9 atmospheres for 2 minutes. The device was removed successfully, and the procedure was completed with non-boston scientific device. No complications were reported.